Event description:
It was reported in a scientific article that a vns pt experienced tachycardia during the first half of stimulation, followed by bradycardia during the second; a post-stimulus "rebound" tachycardia event was also seen. The reporter indicated that pt/product info for this study is unavailable as the data has been de-identified.

Manufacturer narrative:
Article reference: mark, frei g., and ivan osorio. "Left vagus nerve stimulation with the neurocybernetic prosthesis has complex effects on heart rate and on its variability in humans." Epilepsia 42 (2001): 1007-0016.